Event description:
Patient receiving ivf for chemo and spiros closed system had been appropriately placed on end of IV tubing line. Spiros malfunctioned and stayed connected to patient but IV tubing became disconnected from spheros. As a result, blood from patient's mediport back flowed which in turn caused blood to leak from mediport line. Port tubing. Site immediately secured and assessed and confirmed that port was functioning appropriately. Defective spiros and IV tubing discarded and replaced with a new set. Remaining ivf restarted and event documented in medical record.